Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead had high impedance and it was very hard to move the stylet inside the lead. The lead was removed and was not implanted. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and there was blood on the distal conductor of the lead and it was obstructed. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the lead was returned with a 14-58 gray stylet in the lead. There is blood on the stylet at 5.5 cm. There is a blood obstruction in the distal conductor that causes resistance when inserting a stylet in the lead. There is a blood occlusion at 2.2 cm in the distal conductor. If information is provided in the future, a supplemental report will be issued.